Manufacturer narrative:
The reported issue has been identified as a customer service issue and is not a product related issue.

Event description:
It was reported that bd ivss blue IV acc wo tegaderm med glvs expired product received 357.13bx ( (B)(4) ea ) expired with guarantee letter. This report is expired product with guarantee letter issued by becton dickinson, there are 3 lot numbers with the same article. The following are the expired item with corresponding lot number and quantity : 2278835- (B)(4) ea, 2278838-28,(B)(4) ea, 2278840- (B)(4) ea.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.